Event description:
Blue plastic tip of v-mark device as well as transparent plastic cover detached during biopsy procedure. No evidence that piece has been left in patient, however, pieces have not been located. Ultrasound performed in attempt to locate piece which was inconclusive.

Manufacturer narrative:
The adverse event occurred in another country. Device history record was reviewed and there were no anomalies or non-conformances found related to this event. A recurrence of the malfunction is not likely to cause or contribute to a death or serious injury. The device has not been returned for investigation. Upon return of the sample, a device evaluation will be performed.